Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly, by a patient, icl was explanted to address development of a cataract. The patient was prescribed drops for elevated eye pressure. According to two dcr forms, dated on (B)(4) 2015, the icl was explanted 17 months post-implantation to address a cataract development. Cataract was removed and iol was implanted at the same surgery date. Post cataract removal patient was experiencing elevated iop and was medically treated for three weeks (cosopt 2 times a day). The rise in iop was not icl related and was post-cataract surgery complication. The current prognosis is good (bcva 20/15). The type of a cataract was anterior subcapsular and was attributed to the device (shallow icl vault). It should be noted that at the time of the icl implantation the patient was (B)(6). Visian icl is indicated for implantation in adults 21-45 years of age and therefore, there is insufficient data to support implantation in such patients. The patient related factor (age) could have also caused/contributed to the cataract development since it is well known that following icl implantation only 6-7% percent of patients develop a cataract but only in 1-2 % cataract progresses to clinically significant especially in older patients and high myopes. Conclusions: based on the complaint history, work order search and the medical review, it was determined the patient related factor (age) could have caused/contributed to the cataract development. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od). The patient reported had lost vision due to the development of a cataract and the lens was explanted. The patient had cataract surgery and was administered eye drops for high pressure for six weeks. The facility reported the date of the cataract diagnosis was (B)(6) 2014 and it was an anterior subcapsular cataract. The lens was explanted on (B)(6) 2014, cataract surgery was performed and an iol was implanted. The facility reported the cause of the event was a shallow icl vault. The patient's current prognosis is good and va is 20/15. The facility reported the patient was administered eye drops post cataract surgery and was only for three weeks. The high pressure was not related to the icl.

Manufacturer narrative:
Pt weight: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.